Event description:
It was reported the patient¿s healthcare professional (hcp) found the resistance was higher than ¿c and point 1, 2, and 3¿ were all above 40 ,000 ohms. It was noted the patient had seen their hcp for reprogramming. It was further noted the patient was under further checking. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).